Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experienced high blood glucose with unknown high value and corrected with bolus via pump on (B)(6) 2026. The reason of the event was infusion set tubing was leaking at the site. No further information available.